Manufacturer narrative:
A supplemental report will be submitted. Upon completion, of the investigation.

Event description:
The customer reported that the surgeon implanted an incorrect exeter stem, he had planned to use a 44 '0' stem but opened a 44 '00' (a cement in cement revision stem) the customer claims that our packaging is difficult to distinguish between the 44'0' and 44 '00' stem.

Manufacturer narrative:
Corrected data: product did not return. Reported event: an event regarding a user error involving a exeter stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review indicated there have been no other similar events for the reported lot. Conclusions: a review of the packaging labelling was performed, stem length is clearly identified on the label. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
The customer reported that the surgeon implanted an incorrect exeter stem, he had planned to use a 44 '0' stem but opened a 44 '00' (a cement in cement revision stem) the customer claims that our packaging is difficult to distinguish between the 44'0' and 44 '00' stem.